Manufacturer narrative:
A specific root cause could not be identified. No further data, sample, nor instrument messages could be provided. Based upon the information provided, service actions performed on the instrument indicate possible reasons why the discrepant results occured. No adverse events were reported.

Event description:
The user received an erroneous parathyroid hormone (pth) result for one plasma sample from a small lavender top tube. The initial result for the #baseline# sample from the patient was 25.64 pg per ml. The same sample cup was put back on the instrument and a result of 149.7 pg per ml was obtained. The initial result had been reported. It was unknown if the patient was adversely affected. The field service representative determined the cause to be an electronic failure. He performed an instrument check and found the mc carryover was slightly high. He replaced the measuring cell and pinch tubing. To verify the analyzer operation, he ran performance tests, calibration, and controls with results within specifications.

Event description:
The user received an erroneous parathyroid hormone (pth) result for one plasma sample from a small lavender top tube. The initial result for the "baseline" sample from the pt was 25.64 pg per ml. The same sample cup was put back on the instrument and a result of 149.7 pg per ml was obtained. The initial result had been reported. It was unk if the pt was adversely affected. The field service rep determined the cause to be an electronic failure. He performed an instrument check and found the mc carryover was slightly high. He replaced the measuring cell and pinch tubing. To verify the analyzer operation, he ran performance tests, calibration, and controls with results within specs.